Event description:
It was reported that following the patient's trial lead implant the patient developed a hematoma. The patient's trial leads were removed on (B)(6) 2023 and patient was hospitalized for the remainder of the weekend. The trial was considered failed. The patient's condition has reportedly improved since the time of the event.

Manufacturer narrative:
A case of hematoma was reported to abbott. Patient does not need surgery for the hematoma. Trial leads were removed on (B)(6) 2023. The patient's condition has improved. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: trial lead, model: 3086, UDI: (B)(4) , serial: (B)(6) , batch: a000148703.